Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a second revision procedure during which this distractors were removed and leg plates with screws were inserted to fix the osteotomy. The first revision procedure to tighten and correct placement of distractors yield the same result ¿ the distractors loosened. As a result, they were surgical removed and the patient was revised with other means. The surgery took approximately two (2) hours to complete, which included a sixty (60) minute delay. This report is 1 of 7 for (B)(4).

Manufacturer narrative:
(B)(4) patient information is not available for reporting. Distractor dislocation occurred sometime between (B)(6) 2015. Exact date is unknown. Complainant part is expected to be returned for manufacturer review investigation, but has to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: a device history record (DHR) review for the reported product lot indicate that the lot was produced on (B)(6) 2014. DHR for the reported fully assembled product lot and sub-components show that one (1) non-conformance report (ncr) was initiated in response to minor documentation non-conformities detected during final inspection of the product lot. The ncr indicates that the detected documentation non-conformities were corrected and the lot dispositioned as ¿conforms¿ since the inspection records for the lot indicate that the product met all established dimensional, functional, and visual requirements for release. A review of the DHR for the reported lot found no object evidence indicating that the manufacturing of the reported lot or the reported documentation non-conformities contributed to the complaint condition. A review of DHR records for raw material lots, which were utilized to produce the remaining sub-components for the reported lot, found that the raw material lots met all established requirements for use as intended with no objective evidence that the raw material lots contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary: the parts 487.962 and 487.963 were returned to the manufacturer as a single assembly. The articles exhibit visible scratches on the outer surfaces of the body as well as on the foot plate component of the assembly. The distractor body also exhibits significant discoloration of the bronze anodize coating. The scratches, marring, and discoloration are indicative of post-manufacturing damage during use and/or explantation of the device. The type and extent of damage incurred indicates that this complaint was caused by wrong handling. A review of the device history records for the reported lots indicates that the products met all established dimensional, functional, and visual requirements for release. Neither a manufacturing, nor a design-related, failure could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation summary: the complained items were forwarded to the responsible manufacturing site for evaluation. Parts 487.962 and 487.963: the reported products were returned as a single assembly. The articles exhibit visible scratches on the outer surface of the body as well as on the foot plate component of the assembly. The distractor body also exhibits significant discoloration of the bronze anodite coating. The scratches, marring, and discoloration are indicative of post manufacturing damage during use and/or explantation of the devices. The flats of both items¿ components of the returned assembly were found to exceed the maximum limit of 2° by 4.7°. The upper (2) r5 corner radii on keyway of slip fastener component (487.962) exhibited a chamfer instead of a radius. Therefore, the features exceeded the upper tolerance limit of 0.3 mm. These lots in question were produced on may, 2014. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the explant procedure was scheduled for (b)6) 2015, but may not have occurred until (B)(6) 2015. Exact date is unknown. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (based on operating room notes received on may 8, 2015): it was reported that a clinical meeting was held following the first revision procedure. A decision was made to remove the distractors and install an osteosynthesis system to consolidate the fracture. The procedure was originally scheduled for (B)(6) 2015, but may not have occurred until (B)(6) 2015.

Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.